Manufacturer narrative:
(B)(4). The complaint could not be confirmed as the device was not returned for evaluation.

Event description:
During a fusion device advisory board meeting the surgeon reported that there was one incident of a stroke to one of his patient reasonably suggesting that the device may have caused or contributed to the event.